Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was was being placed on an impella cp device for mechanical circulatory support. It was reported during insertion of the impella device the introducer was damaged due to the patient having heavy calcium in the iliacs. The introducer was removed and a new sheath was opened and inserted with success. It was also reported during insertion, the pump was unable to across the aortic valve due to aortic stenosis. The medical team decided to abort the insertion and the pump was removed.